Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8352-50, serial (B)(4), description: coveredge x 32, 50 cm 4x8, surgical lead. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients left side of the ipg site was opening up. It was also noted that the patient had an infection at the ipg and lead site with a symptom of redness. The physician believed that the infection was not device nor procedure related with an unknown cause. The patient was placed on antibiotics and underwent an explant procedure.